Event description:
The customer reported the device cannot acquire a 12 lead reading. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device cannot acquire a 12 lead reading. There was no reported patient involvement. Philips repair bench evaluated the device and could not reproduce the complaint. The dumplog was also evaluated and there were no critical events. The device passed all performance assurance tests and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.